Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the patient complained of symptoms. Upon interrogation of the device, there was complete capture failure and the implantable pulse generator was not working even when all parameters were checked. The device was explanted and replaced. No patient complications have been reported as a result of this event.